Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the two screws was detected by the surgeon after placement with a fluoroscopic scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with fluoroscopic guidance at the very same surgery. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the screw placements/apparent navigation inaccuracy at this surgery. There was no harm or negative effect to the patient, neither due to the screw placements nor due to the prolonged surgery/anesthesia (of ca. 45min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the two misplaced screws by approximately 3 - 5 mm in the superior direction at left t12 and left l2 was a combination of one or more of the following potential factors: a temporary movement of the reference array during registration and/or screw navigation due to an insufficient rigid fixation and/or inadvertently applied forces, e.g. Due to the following: forces from the scanning drape (i.e. Weight of the drape resting on the array and/or pulling forces of the drape while in contact with the array) during the intraoperative scan that could have resulted in a temporary shift of the array only during registration (when the navigation software registers the position of the reference array relative to the patient's anatomy during the intraoperative scan), which later shifted back to a different position after the drapes were removed. And/or increased forces from surrounding soft tissue on the reference clamp/array, which may have caused a temporary shift of the array when the surgeon was operating on the patient's left side. These soft tissue forces could have been due to a combination of: the minimally invasive approach (increased soft tissue contact to reference clamp/instruments), the surgeon standing on the opposite side to where he was operating on (increased instrument maneuvering), and the use of an instrument that requires significant force to insert the screw directly into the bone (increased instrument maneuvering and/or soft tissue movement). A change in position (i.e. Movement) of the reference array after registration is performed cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image and can result in inaccuracies. A movement of the vertebrae operated on relative to the fixed reference array at l2 (as a contributing factor to the inaccurate screw placed at left t12 only). Multi-level navigation (i.e. Operating on a different vertebra than the one the reference array is fixed to or operating across multiple vertebrae without remounting the reference array and reregistering), especially over an unstable spine - such as the fracture at l1 in this case - can result in movements of the vertebrae that cannot be recognized or compensated by the navigation software and result in inaccuracies in the navigation. Apparently, the resulting deviation of the navigation display was not recognized by the user with the appropriate and necessary accuracy verification checks after registration and throughout the procedure during screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
What is the issue? A minimally invasive surgery (mis) on the spine for a fusion (t12-l2) and kyphoplasty for an osteoporotic fracture at l1 with planned placement of 4 pedicle screws in the thoracic and lumbar vertebrae, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table and draped the patient. Made an initial incision and attached the navigation reference array on vertebra l2. Placed additional sterile drapes over the patient and performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. The scanning drapes were removed afterwards. Used the navigated brainlab pointer to determine the positions for the screws. Calibrated a non-brainlab screwdriver to the navigation, and verified and accepted the accuracy of the calibration. Used the navigated non-brainlab screwdriver to align and place the screws in the pedicles in the following order: right t12, left t12, left l2, right l2. Performed an intraoperative fluoroscopic scan using the non-brainlab 3d c-arm and determined that two pedicle screws (in left t12 and left l2) were misplaced approximately 3-5mm superior to their intended positions. Re-placed (re-positioned) the deviating 2 pedicle screws to the correct positions under fluoroscopic guidance without navigation. Completed the surgery successfully as intended. According to the surgeon: the deviation of the two screws was detected by the surgeon after placement with a fluoroscopic scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with fluoroscopic guidance at the very same surgery. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the screw placements/apparent navigation inaccuracy at this surgery. There was no harm or negative effect to the patient, neither due to the screw placements nor due to the prolonged surgery/anesthesia (of ca. 45min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.